Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, a reporter contacted animas accounts receivable to discuss patient's invoices and reported that the patient died on (B)(6) 2012. The reporter stated that the patient was found unconscious in the woods; the cause of death is currently unknown. An autopsy is being performed but the results are currently unavailable. It was said that the patient was connected to the pump at the time of death. The reporter stated that the patient did not mention any pump malfunctions prior to his death. The complaint is being reported based on the following conclusions: there is no allegation or evidence that the patient's death was related to diabetes or to the use of the pump. However, this report is made because of the possibility that the patient's death may have been related to the use of an insulin pump, malfunction, or misuse.